Event description:
The customer reported a clear liquid leak of approximately 30 ml from the coulter lh 780 hematology analyzer. The customer indicated that the leak was not contained within the instrument and fluid leaked onto the table and floor. The customer was wearing personal protective equipment consisting of a laboratory coat, and gloves and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a leak coming from a disconnected sheath tank (vc12) tubing. The fse proceeded to replace the green stripe tubing from the t-fitting at ff119 to vc12 and verified repair per established procedures. Failure mode of the leak is attributed to a disconnected tubing from the t-fitting at ff119 to vc12. Beckman coulter internal identifier for this report is (B)(4).